Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Event description:
It was reported the procedure was to treat a lesion in the renal artery. The 7.0x15mm rx herculink elite stent delivery system (sds) was advanced to the target lesion however during deployment the stent jumped and moved distally, partially covering the target lesion. Another stent was implanted to cover the rest of the target lesion. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.